Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with troubleshooting of the pump and infusion set revealing no leaks, breaks, or device errors, and concerns raised about insulin delivery adequacy for meal announcements and adaptation after an extended break in early use. Symptoms included elevated blood glucose values up to 291 mg/dl without ketone testing, steroid use, backup therapy, or healthcare professional involvement, and no immediate health effects were reported. Outcomes included temporary interruption of optimal glycemic control and subsequent resumption of insulin therapy after a factory reset, alongside education on meal entry practices and spacing to avoid stacking. Investigation included technical review via customer support troubleshooting and user education. Investigation of this case revealed improper use behaviors such as entering meals while already high, incorrect meal sizing, snacking over prolonged periods with additional entries, and adaptation challenges, with no device malfunction identified. It was concluded that user-related factors and therapy interruption contributed to hyperglycemia, and the device operated as designed following reset and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.